Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient underwent a revision procedure due to noise on the right ventricular (rv) lead and low out of range pacing impedance measurements. When the physician viewed the lead under fluoroscopy, an insulation issue was noted. The physician attempted to place a new rv lead, however the patient was occluded. Thus the rv lead remained in service. The physician also electively changed out the pacemaker during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation there was a lead safety switch (lss) triggered on the right ventricular (rv) lead changing the polarity from bipolar to unipolar due to an unspecified out of range impedance measurement. Review of the data found several episodes of noise starting four months earlier. The clinician was unable to reproduce the noise and all impedance measurements were within range during in office testing. The clinician opted to leave the lead programmed to unipolar. The rv lead and pacemaker remain in service and no adverse patient effects were reported.